Event description:
It was reported a patient underwent a stem pain pump insertion on an unknown date and suture was used. Patient presented with infection post-op. No further information was provided. No devices are available for return.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: component code: g07002 - device not returned. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. What was the procedure date? What date /day post op was the infection noted? Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Specify? Were cultures performed? If so, please provide the results. How much and what type of drainage is present in this wound? Was any prescription strength medication prescribed? Please specify? Was any surgical intervention performed? Please describe how was the prineo was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure product lot of product used? Current patient status. Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? If applicable, will product be returned? No product is available for return. Events reported on: mw# 2210968-2023-00942. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.